Event description:
At the end of the surgical procedure, it was identified that the 2 jaws of the platypus grasper were broken. An x-ray was taken, and revealed the 2 jaws were retained in the patient. The patient returned to the or (operating room) and the 2 jaws were removed.